Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the vent is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention was undertaken on where two leads were explanted to address the issue.